Event description:
The customer reported to olympus, there was a tear in the rubber sheath on the distal end of the visera cysto-nephro videoscope during reprocessing. It was noted that the metal had been protruding through the sheath. The procedure was completed using a similar device. There was no procedural delay. The device is leak tested after every use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation but the evaluation is still in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and inspected by olympus. Additional defects found include: the adhesive on the distal end was lifting and scratched causing the device to fail the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿metal of the bending tube is sticking out¿ likely occurred due to stress, user handling, or other similar events. Olympus will continue to monitor field performance for this device.